Event description:
It was reported that the patient is deceased. It was initially reported that there was possible premature battery depletion. Additional information received reported that the left ventricular (lv) lead had dislodged and pulled back into the superior vena cava (svc) and the right ventricular (rv) lead had high thresholds. Both leads were removed without difficulty. It was further reported that when using a non-manufacturer upsizing introducer in order to implant a competitor lead, a perforation was noted. The patient was taken to open heart surgery but died. The perforation was reported to be related to the upsizing and not the removal of the rv or lv leads.

Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 693558 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.